Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. All available information was investigated. It should be noted that, per the intended use section of the mitraclip system IFU, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It was reported that the device was used in the tricuspid valve. This is considered an off-label use of the device. The off-label use; however, did not likely influence the event. The reported atrial perforation was due to procedural circumstances (inadvertently advanced through a patent foramen ovale (pfo). The reported patient effect of cardiac perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial perforation requiring treatment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted on the anterior septal leaflet, reducing the tr to 3. The second clip delivery system (cds) was advanced; however, it was inadvertently advanced through a patent foramen ovale (pfo), and into the left atrium (la). The cds was retracted back into the right atrium (ra). Blood was then noted flowing from the la to the ra, as the pfo was made larger by the cds. The cds was removed and an occluder was used to close the pfo. No additional information was provided.